Manufacturer narrative:
Concomitant medical products: botox®. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the nasolabial folds with 1 syringe of juvéderm vollure¿ xc, in the lips, one syringe of juvéderm® ultra xc and with juvéderm voluma® xc. The patient was concomitantly injected with botox®. During injection, the patient experienced ¿trauma and bruising¿ and a ¿slight blanching¿ was noticed that dissipated right away. A capillary test was administered that showed ¿good re-coloration¿ of the area, but ¿worsening of the blanching and bruising¿ in the upper left lip was observed over the following hours and days. The patient was treated with 4 vials of hylenex, then with another 3 vials, and 4 additional vials were provided the following day. Further treatment was planned. The event has resolved. The patient now experienced a non-serious event of ¿firm nodule¿ under the left eye. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00212 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2021-00219 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.